Event description:
The us FDA reported on behalf of a healthcare facility in (B)(6), that in (B)(6) 2024, the tubing of an opt318 optiflow junior nasal cannula was found to have small tears in the side of the cannula. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Section d4: UDI details are not available based on the time of manufacturing. The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and pediatric patients. It features adhesive pads (wagglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs, and breathable kink-proof, and crush-resistant flexible tubing. Method: the opt318 optiflow junior nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of our product. Results: the customer reported that the tubing of the opt318 optiflow junior nasal cannula was found to have small tears in the side of the cannula. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/ tube joint, as well as the swivel grip joint. The subject cannula would have met the required specifications at the time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: -appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. -do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety including potentially causing patient harm). -ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces from being transferred to the patient. -ensure the patient does not lie on the tubing as this may apply pressure to the patient's ears or face. -failure to apply and use this product within the directions, transport, storage and operating conditions specified in the labelling and user instructions may impair the performance of this product or compromise safety (including potentially causing serious patient harm.)

Event description:
The us FDA reported on behalf of a healthcare facility in california, that in december 2024, the tubing of an opt318 optiflow junior nasal cannula was found to have small tears in the side of the cannula. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(6). Fisher and paykel healthcare (f&p) are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.